Event description:
It was reported that during the ankle ligament repair surgery, the doctor used the osteoraptor 2.9. And after placing the anchor according to the steps, the doctor found that the anchor broke while screwing in. All broken pieces were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One 72201995 2.9mm osteoraptor with 2 ultrabraid; white/blue returned. The complaint stated: "during the ankle ligament repair surgery, the doctor used the osteoraptor 2.9. And after placing the anchor according to the steps, the doctor found that the anchor broke while screwing in. All broken pieces were removed from the patient." The stainless steel insertion shaft is straight. There is no bowing, bending or sharp edges noted. The distal tip has no scratches or sharp edges noted. The surface finish is visibly etched and quite rusty. The sutures were found separated from the device. They are soiled. The 2.9 mm plla-ha implantable anchor has attained visible and obvious damage. A portion of the proximal end is missing. The symptoms are consistent with over torque and force. Communication indicated that the anchor was placed "according to the steps". This device was used for a lateral ankle ligament repair. It is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith & nephew drill prior to implantation. When using osteoraptor 2.9 mm suture anchors, use a smith & nephew 2.9 mm in-line drill guide, 2.9 mm obturator, and a drill bit specific to the suture anchors to prepare the insertion site (each sold separately). No root cause related to the manufacture of this device was confirmed.